Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support advised swapping the monitor out even temporarily to try to determine if it actually is the monitor. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interference when the electrosurgical unit is being fired during maintenance involving an olympus xenon light source. There was no patient involvement.